Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an active exhalation control module was replaced due to a failed test step. The ventilator also failed a step during testing requiring the sensor board to be replaced.